Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, there was an o-ring on the pneumatic tap. The customer removed the o-ring from the pump. Customers blood glucose level was 130 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.